Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), air was unable to be completely removed from the system, and a decrease in water pressure was observed. Therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.